Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic entry system had blade blunt before vitrectomy surgery. There was no patient harm. Additional information has been requested but is not available at the time of this report.